Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). A representative went to the site to preform system check out. It was reported that the image acquisition system (ias) turns on when power off and umbilical is disconnected. They replaced the power enclosure and power tray, and updated firmware. System check out was performed, and the imaging system is operational. The power conversion enclosure was returned and when tested it was noted that it failed bench testing. Also two of the transistors were found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the systems are powered off and the umbilical cord is unplugged the system powers on. No patient involved.